Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that since the ins was implanted, he had noticed that the recharger was ¿very picky¿ in positioning. The patient reported that it was hard to relax while charging. No further complications were reported. Additional information was received from the patient. It was reported that positioning the charger was impossible. Patient reported charge was only good for 48 hours.